Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 as no specific event date was reported. However, it was reported that the mesh exposure was discovered six months after the procedure. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, there was mesh exposure discovered during the patient's examination six months after the procedure. The patient was then prescribed with antibiotics and temporary hormone replacement therapy was performed. Reportedly, there was no subjective symptom. There was no increase in exposure range and as a result, only follow-up observation was performed.